Event description:
Level 1, inc. Received a report alleging that hospital staff could not achieve a fast flow rate in a trauma case while administering blood through a d-50 in conjunction with a h-1025. The pt died, reportedly due to "nature of the injuries".